Manufacturer narrative:
Based on the investigation results, the root cause for the presence of the foreign material in the subject device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign material within the nozzle. There were no reports of patient involvement.